Event description:
A non-healthcare professional reported with a description of the intraocular lens(iol) had a kinked or twisted rear haptic when the surgeon went to implant. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Upon further review it was identified that this manufacturer report number 9612169-2025-01200 is a duplicate of manufacturer report number 9612169-2025-01161. No additional reports will be filed under this report number. Any further information received will be documented under the original manufacturer report number 9612169-2025-01161. The manufacturer internal reference number is: (B)(4).